Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article "management of postoperative pancreatic fluid collection and role of endoscopy: a case series and review of the literature", by chiara coluccio, et al. Per the article, a retrospective multicenter study was conducted across 13 italian healthcare facilities (secondary and tertiary endoscopy units) to evaluate the efficacy and safety of endoscopic ultrasound-guided drainage (eus-d) as treatment for postoperative pancreatic fluid collections (pofcs). Among the 47 patients included (38% women and 62% men), 30 received the hot axios stent: 29 via a single-stage electrocautery-enhanced approach and 1 via the needle-plus-guidewire technique. Most of the procedures were performed using a transgastric approach, while in a smaller number of cases a transduodenal approach. The study reported a technical success rate of 98% and a clinical success rate of (B)(4). Adverse events occurred in 11% of cases (5/47) one of which an axios stent was not used additional information was received given specific information for the remaining 4 axios stents: one patient with a peripancreatic pseudocyst measuring 85 x 120 mm underwent drainage due to abdominal pain. A hot axios stent (15 x 10 mm) was placed using a single-stage, trans gastric approach. The procedure lasted 12 minutes. At 1019 days post-procedure, the patient developed buried stent syndrome, which was managed conservatively (specific details not provided). Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number; therefore, the device manufacture date is unknown at this time. If additional details become available, a supplemental report will be submitted. Block g2: literature source: chiara coluccio, ilaria tarantino, maria chiara petrone, edoardo forti, stefano francesco crino, alessandro fugazza, roberto di mitri, cecilia binda, davide trama, arnaldo amato, alessandro redaelli, germana de nucci, fabia attili, mario luciano brancaccio, et al. "Management of postoperative pancreatic fluid collection and role of endoscopy: a case series and review of the literature" diagnostics (2025), 15, 1258. Https://doi.org/10.3390/diagnostics15101258. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. However, the article provided an image where the axios stent can be observed inside the patient's anatomy.